Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a damaged pumphead module housing on channel a. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage on the pump head channel housing. To correct the condition, the pumphead module on channel a was replaced. If any additional information is received, a follow-up MDR will be sent.